Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at keypad traces. No ramping numbers anomaly noted during testing. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that that numbers kept going when up arrow was pressed. The customer's blood glucose was 109 mg/dl at the time of incident. The customer also reported that there were cracks and a bit of water on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.